Event description:
It was reported that a user experienced hyperglycemia after a supply change and later discovered a leaking connector, after which a full supply change was performed and guidance was provided to remain connected to the pump to allow the new supplies to reduce blood glucose. Symptoms included elevated blood glucose. Outcomes included no reported injury, no hospitalization, and resolution guidance provided. Investigation included complaint intake and user interview. Investigation of this case revealed a leaking infusion connector consistent with a device component connection problem that could cause underdelivery and hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was a connection integrity issue related to the infusion set hardware.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance